Event description:
The complaint was received through a direct call from the customer to the emergency support program. Nurse called the clinical line requesting assistance with an unable to calibrate pressure alarm on a cardiosave during use. She reported she had troubleshot the alarm by pressing the calibrate pressure button multiple times. A screenshot of the iabp monitor revealed an ap reading of 125/28 (map 71) with a significant amount of artifact noted. Esp team member recommended placing the pump on standby and flushing the inner lumen for 15-20 seconds, which did not resolve the artifact. No harm.

Manufacturer narrative:
Updated fields - b4, b6, b7, d4 lot number, exp date, UDI number, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, d3, d10, h5, h6 medical device problem code the complaint was received through a direct call from the customer to the emergency support program. Nurse called the clinical line requesting assistance with an unable to calibrate pressure alarm on a cardiosave during use. She reported she had troubleshot the alarm by pressing the calibrate pressure button multiple times. A screenshot of the iabp monitor revealed an ap reading of 125/28 (map 71) with a significant amount of artifact noted. Esp team member recommended placing the pump on standby and flushing the inner lumen for 15-20 seconds, which did not resolve the artifact. Esp team member also recommended switching to the inner lumen and obtaining a chest xray. Nurse successfully switched to the inner lumen as the ap source. A screenshot of the iabp monitor revealed an ap reading of 48/15 (map 56) with appropriate waveforms. Esp team memberalso educated (B)(6) on the difference between the non-invasive cuff pressure and the iabp pressure reading. Nurse stated she would follow-up with the cardiologist and would call me directly should she need any additional troubleshooting assistance. Nurse appreciated the support provided and had no other questions. No patient harm or injury reported. Esp team member collected product surveillance. A few minutes later, nurse sent an image of the most recent chest xray, which revealed the distal marker was in between the second and third intercostal space.

Event description:
It was reported by customer during use, intra-aortic balloon (iab) displayed . There was no patient harm.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).